Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon servicing, the belt failed incoming functionality testing. Upon investigation the trunk cable was cut, severing wires in the cable causing the failure. The root cause for the severed cable was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/02/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt for an unrelated issue, and upon servicing the belt failed incoming functionality testing.